Event description:
During product evaluation, it was found that the device was within specifications. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
During product evaluation, it was found that the packaging was within specifications. It has been determined that this device did not cause or contribute to a serious injury or a reportable malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: australia

Event description:
It was reported that during surgery, the unit had lost power/strength of operation. There is no patient impact or delay reported. Due diligence is complete. There was no adverse event associated with this malfunction.